Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and eight months later, contiguous axial images using computed tomography (CT) abdomen and pelvis without intravenous or oral contrast showed that there was an infrarenal inferior vena cava filter. The superior extent of the filter was at the disc space and inferior extent at superior vertebral body. A total of 8 prongs had perforated the inferior vena cava. Maximum distance prong perforated was 5 mm. A prong had perforated the aorta. Coronal images showed 4-degrees tilt of filter left-to-right. After one month, the patient was diagnosed with aortic injury and eroded filter. On the same day, a computed tomography angiogram (cta) chest, abdomen and pelvis without and with intravenous contrast showed that there was a chronic infrarenal inferior vena cava filter, unchanged with previous examination. There was a chronic erosion of the inferior vena cava filter structures outside the inferior vena cava, unchanged previous examination. No retroperitoneal hemorrhage was noted. After ten months, the patient reported to the imaging center with low back pain. On the same day, thin section axial images using computed tomography (CT) lumbosacral spine without contrast showed partially visualized bard inferior vena cava filter at level, with limbs extended down the lumen of the inferior vena cava, as on prior. There was a mild posterior tilt of the filter. A fractured strut was identified in the right psoas muscle, that originated from the 7 o¿ clock position of the inner strut. All 6 outer struts perforated the inferior vena cava wall: outer strut at the 2 o¿ clock position appeared to penetrate the wall of the abdominal aorta, approximately 2 mm. Inner strut at the 5 o¿ clock position penetrated the anterior disc. Inner strut at 3 o¿ clock position ended just at abdominal aorta wall. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately seven years and eight months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast revealed that the filter tilted, filter struts fractured and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced low back pain; however, the current status of the patient is unknown.